Manufacturer narrative:
Additional information was provided that the lens repositioning did occur on (B)(6) 2016. The surgery went well and the patient returned on the following day for the one-day post-operative visit. Uncorrected visual acuity at the one-day visit in the operative eye was 20/20 and intraocular pressure (iop) was 15 mmhg. (B)(4). Lens repositioned in a secondary procedure confirmed as planned on (B)(6) 2016. Visual inspection was not performed as the lens has not been returned to the manufacturer because it remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection performed at lens generation. The results showed all dimensions were within specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that about 2 1/2 weeks after intraocular surgery on a female patient's left eye, she requested glasses and had no previous complaints. Upon further examination, the lens was determined as misaligned by 39 degrees from 61 to 21 degrees. She completed a self-administered questionnaire and reported blurry vision. The patient was scheduled for a secondary surgical intervention to reposition the lens. No further information was provided.

Manufacturer narrative:
Additional information was received. It was reported that the intraocular lens (iol) has misaligned again. The lens was placed at 61 degrees during the secondary surgical repositioning ((B)(6) 2016) and then was located at 76 degrees at the 6 month postoperative visit, ((B)(6) 2016). The patient has no complaints and no further surgical procedure will be done. No further information provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Received new information that during the 12th month visit ((B)(6) 2017), it was noted that the lens rotated to 060, which is a 16 degree rotation from the repositioning placement that occurred at the 6th month visit ((B)(6) 2016) was placed at 076 degrees. No repositioning is planned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.